Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. An additional information was received on (B)(6)2018 stating that this lead was located in the rv and is plugged into the lv port. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).